Manufacturer narrative:
Lifescan (lfs) has requested return of the subject products(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On july 24, 2009, the lay user/reporter contacted lifescan on behalf of the lay user/patient, alleging the one touch ping meter displayed an error 1 message. The medical surveillance specialist reviewed the customer care advocate documentation. The reporter said the meter displayed the error 1 message at 7:30 pm on (B) (6). On (B) (6) at 7:40 pm, the pt was given an increased dose of novolog insulin that is taken from an insulin pump. It is unk how much insulin was increased. One hour later, the pt felt sweaty, out of sorts, shaky and nauseated. The treatment for the symptoms is unk. It was determined during the troubleshooting telephone call, that product was not new. The issue was not resolved. This complaint is being reported, because the reporter alleged that error 1 message appeared on the one touch ping meter, the pt increased his dose of insulin, and developed symptoms indicative of hypoglycemia.